Event description:
It was reported that the physician was utilizing a coblator ii surgery system to perform a surgical procedure. The procedure was completed however, the pt experienced post operative bleeding. No further info regarding the event was provided by the reporter.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.